Event description:
A discordant, falsely elevated insulin-like growth factor (igf-1) result was obtained on a patient sample on the immulite 2000 instrument. The result was reported to the physician(s), who questioned the result. The sample was rerun multiple times, and the correct result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant igf-1 result.

Manufacturer narrative:
Siemens has requested the instrument data from the customer. The cause of the discordant igf-1 result is unknown. Siemens is investigating this issue.